Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-may-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, social media case report refers to an adult female consumer who had nickel allergy after essure (fallopian tube occlusion insert) insertion. Additionally, she stated essure perforate her tube and she has fragments in her uterus (regarded as device breakage). These events are listed in essure's reference safety information; except for the reported device breakage, which was considered anticipated upon receipt of the product technical complaint investigation. In this particular case, consumer initially stated she had a hysterectomy due to essure and also reported nickel allergy under treatment. Later, she posted in the internet site information about fallopian tube perforation with essure and device breakage, for which a hysterectomy was scheduled. Although limited and discrepant information was received in this case; considering essure safety profile and events nature; causality with the suspect device cannot be excluded. Due to the intervention mentioned (hysterectomy scheduled); this case was regarded as an incident. Additionally, consumer mentioned she lost half of her blood and ended up having a liter size clot in her stomach going to essure. The causality between this unlisted event and essure was considered as not assessable due to the minimal information available. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from an adult female consumer of unspecified age in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date the consumer was submitted to a total hysterectomy because of essure. She stated she had real symptoms (not specified). Result and assessment of the product technical complaint investigation received on (B)(6) 2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. (B)(4). Follow up information received on 17-dec-2014 from consumer: she reported via social media that had hives, swollen lips and nickel allergy due to essure. Case upgraded to incident due to intervention required previously reported. Company causality comment: this non-medically confirmed, social media case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy (previously reported as only total hysterectomy without further specification). The reported event was considered serious, due to medical importance and it is listed in essure's reference safety information. The essure insert consists of a (B)(4). Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the consumer stated that she had experienced hives and swollen lips as symptoms of a nickel allergy, requiring a total hysterectomy. Given the nature of the reported event and the positive temporal relationship, the causality between the event nickel allergy and essure was assessed as related by the company. The complaint sample did not return for product technical complaint analysis. Also, no batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse event is not indicative of a quality deficit per se. Medical ptc assessment considered that, based on the available information, there is no reason to suspect about a quality defect of the product. This case was regarded as incident (anticipated) as a total hysterectomy was required. No further information is expected.

Manufacturer narrative:
Follow up information received on 14-jan-2016 from consumer (via social media): she stated she lost half of her blood. She ended up having a liter size clot in her stomach it was going to essure. She also reported that not only essure perforate her tube, she now has fragments in her uterus and has to have a hysterectomy on friday (she did not specify the exact date). She is (B)(6). Company causality comment: this non-medically confirmed, social media case report refers to an adult female consumer who had nickel allergy after essure (fallopian tube occlusion insert) insertion. Additionally, she stated essure perforate her tube and she has fragments in her uterus (regarded as device breakage). These events are listed in essure's reference safety information; except for the reported device breakage. In this particular case, consumer initially stated she had a hysterectomy due to essure and also reported nickel allergy under treatment. Later, she posted in the internet site information about fallopian tube perforation with essure and device breakage, for which a hysterectomy was scheduled. Although limited and discrepant information was received in this case; considering essure safety profile and events nature; causality with the suspect device cannot be excluded. Due to the intervention mentioned (hysterectomy scheduled); this case was regarded as an incident. Additionally, consumer mentioned she lost half of her blood and ended up having a liter size clot in her stomach going to essure. The causality between this unlisted event and essure was considered as not assessable due to the minimal information available. An updated product technical analysis is being sought.